Event description:
Elderly male with history of duodenal ulcer with acute gi bleed and hemorrhagic shock. Procedure: mesenteric arteriogram with embolization performed. Physician unable to deploy the coil correctly. New one used without further problems. No known harm to patient from this event. Manufacturer response for device, vascular, for promoting embolization, concerto detachable coil system (per site reporter), will obtain.